Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was observed to have a cracked battery compartment and a damaged battery cap. The battery compartment was found to have moisture and corrosion damage inside. The pump booted to the verify screen. The pump electrical current draws were tested and found to be within specifications. A review of the black box showed only one low battery warning occurring and no replace battery alarms or excessive current draws. A leak test was performed and the battery compartment was found to be leaking. The pump was opened and no internal moisture damage was found inside the pump.

Event description:
It was reported the pump was found warm to the touch after the pump had been exposed to water. The patient also noted there was corrosion in the battery compartment. The battery cap was secure and intact. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.